Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6), 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6), 2012 due to patient allegations of pain, dysfunction, loss of range of motion, metal poisoning, metallosis, swelling, inflammation, damage to surrounding bone and tissue and lack of mobility. A review of invoice history confirmed both surgery dates and suggests that the acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet head during the revision surgery. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "inadequate range of motion due to improper selection or positioning of components." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06484 & 06485).